Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were running high on and off (300s mg/dl), approximately one month ago. Customer treated elevated bgs by administering a correction bolus.